Event description:
This patient was admitted for acute anterior wall myocardial infarction with cardiogenic shock and was taken to the cath lab for coronary intervention (pci). An intra-aortic balloon pump was inserted for hemodynamic support. Integrilin and low molecular weight heparin were administered. Baseline cardiac enzymes were elevated (ck < 2 times upper limits of normal or uln, ck-mb 4 times uln, and troponin more than 5 times uln). The patient was also anemic (hgb 10.9). Angiography revealed a 100%, de novo, 25 mm, smooth, eccentric lesion in the proximal lad. The vessel was described as acutely totally occluded with thrombus present. The reference vessel diameter was 2.75mm and flow through the vessel was timi 0. The lesion was predilated with a 2.0 x 20mm balloon inflated to 6 atms. A 2.75 x 28mm cypher select plus stent was deployed to 12 atms. The vessel was not postdilated. Following stent deployment, the patient experienced no re-flow, which was characterized as distal embolization of thrombus and/or other plaque material. The treatment and resolution of this event are not reported. During the period 6-12 hours post procedure, cardiac enzyme levels continued to increase to > 5 times uln.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. Cypher select is not distributed in the us; however, it is similar to us distributed cypher product.